Event description:
Second case of the day, same doctor. Patient under anesthesia and probes tested. Doctor looking at ultrasound and stated the image froze. Turned the machine off for a minute, when turned back on the screen went black. Could not reboot, no bios, system down. Service called. Not able to get machine back up and running. Case canceled.

Manufacturer narrative:
Received user report from FDA (B)(4) 2015 uf report #(B)(4). Field service engineer (fse) confirmed reported issue. Fse replaced hard drive and electronics module (em) assembly due to intermittent boot issues. System tested in accordance with manufacturers service manual and is fully operational. Em assembly returned to healthtronics for further evaluation. Assembly tested in-house and confirmed to have intermittent boot issues. Em assembly no longer serviceable, scrapped.

Manufacturer narrative:
Field service engineer dispatched. Evaluation in progress. Follow-up MDR will be submitted upon completion of evaluation.